Event description:
It was reported the pt was unable to turn on system stimulation due to autoreduction. Changing programs did not resolve the issue. Follow-up identified the pt's scs lead was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.